Event description:
Implant surgeon of the hospital reported to our sales rep that a patient came in with pain. He took some x-rays and observed that the nail is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional devices: 3060-0095s lag screw, ti gamma3 10.5x95mm lot# k771556. 3005-1100s end cap, std, ti gamma3 lot# k902347 1796-5035s locking screw, fully threaded s2 5x35 mm lot# k434994.